Event description:
The customer reported the following: "pt on chair on top of stairs, tracks failed causing the chair to descend rapidly pushing staff member down stairs." It was reported that the tracks appear particularly loose. Chair removed from service and taken to the workshop.

Manufacturer narrative:
Track belt. Customer decided to remove chair from service.